Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The cause of death was sepsis ((B)(6)) and blunt force trauma in lower extremities. There is no known allegation from a health professional that the death was related to the device.